Event description:
The customer reported that she was hospitalized with high blood glucose and received no delivery alarms on the insulin pump. The customer stated the high blood glucose, for which she visited the emergency room, was caused by the no delivery alarm. Her symptoms were lethargy, dehydration and not feeling well. Troubleshooting was started. The settings in her insulin pump were correct and no delivery alarms were in the history. Troubleshooting could not be completed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).